Manufacturer narrative:
(B)(4)

Event description:
A fractured catheter was reported, and a revision was planned. It was noted that the physician wanted to fill the pump with pf nacl. The physician did not want to do a bolus bridge, but did want to program the pump to a minimum rate. It was discussed that there was still lioresal in the internal pump tubing at a minimum rate of 0.006 ml per day. Add'l info has been requested, but was not available as of the date of this report.